Event description:
While tightening cable, instrument began to bend. Cable was removed from the tensioner and placed with the backup from the loaner set. Second tensioner worked fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.